Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received excessive no delivery alarms. Customer's blood glucose was 220 mg/dl. Caller was advised that issue may be due to site or set and infusion set would be replaced. Caller reported that infusion set was received and issue was temporarily resolved and then no delivery alarm was received again. Customer's blood glucose was 584 mg/dl and caller was not able to troubleshoot at that time due to being in the car. Customer was able to resolve no delivery with a complete set change.